Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The even of bruising swelling, "hot, hard, tender, and sensitive" cheeks, and hypersensitivity reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "a few days" after injection to the midface with juvederm voluma xc pt developed "bruising swelling, puffiness under eyes" and "hot, hard, tender, sensitive" cheeks. Pt was prescribed kelflex by another physician but after 5 days "the swollen area didn't go down and area was still warm and tender." Pt was treated by injecting physician with "hylase" and symptoms resolved approx after 2 weeks. Physician believes the event was attributed to a "reaction or hypersensitivity to the dermal filler/rejection." This is the same event and the same pt reported under MDR ID # 3005113652-2014-00560 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma xc.